Event description:
A consumer implanted for non-malignant pain and post-lumbar laminectomy syndrome reported that since implant they had pain at the implantable neurostimulator (ins) site. On (B)(6) 2012 the ins was moved from the consumer's back to their front.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.